Event description:
A needle detached from the quill srs and could not be located at the end of the "total hip" procedure. An x-ray was completed and the needle was found. The patient was taken back to the operating room and the needle was successfully retrieved.

Manufacturer narrative:
The device was not returned for evaluation. Furthermore, the product lot number is unknown. Results: the device was not returned for evaluation. No product evaluation can be performed. Angiotech reference#: -351. Quill srs, size 0, pdo, 24 x 24.